Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to high rate non-sustained episodes and an increased sensing integrity counter (sic) associated with the right ventricular (rv) lead. The rv lead also exhibited intermittent undersensing on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.